Manufacturer narrative:
Date of event: event date not provided at the time of reporting. Date selected in the first date of the bsc aware date month.

Event description:
It was reported that the wire broke. A 330cm rotawire was selected for use. During the procedure, it was noted that wire broke while being inserted inside the patient. The device was not used in the procedure. There were no complications reported.